Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is cracked. Contacted stated that the customer's touchscreen became damaged a few months ago and did not know how it occurred. The pump is functional. There was no impact to customer's blood glucose levels. The customer reported that manual injections would continue to be used for alternate insulin therapy.